Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed an imaging core windup and an imaging window detached near the lap joint section and the drive cable was waving and twisted. Impedance test shows an electrical open at distal end of the catheter between 20-30 cm from the distal housing. Based on the evidence, the as reported code of image poor cannot be confirmed. All compiled information on this investigation determines that the most probable cause is cause traced to device design.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the image was black and blurry. The procedure was completed with another of the same device. There were no patient injuries reported. However, device analysis revealed the imaging window was detached near the lap joint section.